Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
During troubleshooting for high blood glucose levels, the customer's mother noticed that insulin was leaking from the tubing and reservoir connection. Advised the mother that the reservoir would be replaced. Nothing further was reported.